Event description:
Diagnosed with an ulcer of the right eye. In july of 2005 I went to the eye dr to obtain an updated prescription for my contacts in order to get new ones. I was initially fitted with johnson and johnson acuvues but was not happy. I was also given a sample of the bausch and lomb moistureloc solution and subsequently bought another larger bottle of the bausch and lomb moistureloc solution later that day for my house. I was unhappy with the johnson and johnson contacts so I was re-fitted with contacts that correct astigmatism by the name of pure vision. About a week after being fitted with these contacts I awoke one morning with severe pain in my right eye. I had developed a super sensitivity to light, primarily sun light. I was unable to keep my eye open and felt as if I had a cut on my eyeball. I also had the sensation of needles being stuck into my eye when I would open or close it. I had absolutely none of these symptoms the night prior. I immediately saw the eye dr and was given a prescription of vigamox and homatropine to help my eye. I was told at the time that I had developed an ulcer on my eye and if left untreated it would result in blindness. I took the medication for the following week until my eye returned to normal. I resumed wearing contacts after my eye felt better and within one week the ulcer had started to grow again and I started having pain in my eye. I was told by the dr to resume taking the medication until otherwise told. During the process of taking the medication I was seen by the dr on an every other day basis so they could keep an eye on the situation. No culture was taken of my eye. I missed 2.5 days of work and was unable to drive for two weeks due to the condition of my eye. I currently have a scar on my eye and am unable to wear contacts any longer. If I attempted to wear contacts for more than 5-6 hours I develop severe headaches behind my right eye, the one that was infected, along with nausea. I commonly develop severe headaches behind my right eye from wearing glasses as well, although the frequency has dropped to about once every two weeks.